Event description:
On 7/13/95 an aus device was implanted. On 6/5/96 the cuff was removed from the pt. On 9/23/96 the pump and balloon were removed from the pt and an entire aus device implanted due to erosion-urethra.